Manufacturer narrative:
Conclusion: a temporal association between the adverse event(s) of cardiac arrest and subsequent death and the liberty cycler exists. However, based on the information available, it cannot be determined if there is a causal relationship between the liberty cycler and the death of this patient. Additionally, there is no documentation or allegation that the liberty cycler or any other fresenius device(s) or product(s) malfunctioned or did not perform as expected. Per the esrd death certificate, the cause of death was cardiac arrest, unknown cause. The patient had multiple unspecified cardiac issues as stated by the pdrn on (B)(6) 2018, which likely contributed to the event(s) of cardiac arrest and subsequent death. Long-term survival rates are poor among pd patients, only 11% surviving past 10 years plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file and received records were reviewed by a post market surveillance specialist. On (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) for this (B)(6) year old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called customer service to request a liberty cycler pick-up as the patient had expired due to cardiac arrest (specifics unknown). During a follow-up call on (B)(6) 2018 the pdrn reported the patient expired at home, connected to the liberty cycler. No further information is available. In reviewing the esrd death notification received on (B)(6) 2018 the primary cause of death is listed as cardiac arrest, unknown cause on (B)(6) 2017.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) reported a pd patient expired while at home due to cardiac arrest while completing pd treatment and was not hospitalized for the event of cardiac arrest. Additional follow-up revealed the patient's death was sometime last week prior to the report (B)(6) 2017. The patient's exact date of expiration was unknown. The patient was connected to the cycler at the time of death. Per pdrn no medical records or death certificate were available.